Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrector did not cut during a vitrectomy surgery. The aspiration condition was unknown. The product was replaced and the procedure was completed. There was no report of patient harm. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with orange/brownish foreign material on port face. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation. The cut functionality of the probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter pulled out of the coupling, the fillet was deemed nonconforming. No presence of adhesive observed on the inner cutter. Couple gouge marks observed at one location on the inner cutter. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation indicates the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested, however, the observed actuation failure would have led to the reported cut failure. The root cause for the observed actuation failure is the separation of components within the probe. It appears that during surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. The associated effectiveness has been maintained. The procedure was reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. The inner cutter / coupling adhesive bond fillet for the returned sample was non-conforming. Therefore, an investigation photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).